Event description:
The event is reported as: "complaint alleges that the circuit melted while on a patient. Neptune involved in a heated wire circuit melt. The therapist states that when the flow was set at 3 and 28% on the venti lock the tubing melted, and it was uncovered." No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.